Event description:
The pump contains baclofen.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: 2007 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to hospital since (B)(6) 2012 due to seizures. It was further added that since hospitalization, patient had had spasms every 20-30 minutes. Additional information has been requested; a follow-up report will be sent when it becomes available.